Manufacturer narrative:
(B)(4). Medical device: (B)(4) taperloc por fmrl lat 13.5x147, (B)(4) m2a-magnum mod hd sz 52mm, (B)(4) m2a-magnum pf cup 58od/52id. Reported event was confirmed by review of medical records which confirmed the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a revision procedure that it was attempted to remove the femoral head, which was cold welded to the taper. The revision operative notes stated the surgeon used a combination of bane tamps and osteotomes, then finally a midas cutting wheel and pencil- tipped burr to cut through the femoral head to release it from the taper. Attempts have been made and additional information on the reported event is unavailable at this time.